Manufacturer narrative:
One level 1 hotline 3 blood and fluid warmer was returned for analysis. A crack to the tank cover was found upon visual inspection of the unit. The tank was filled with water, the line cord was plugged in and was switched to power on; confirming the complaint of leaking. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as the tank cover was observed to be cracked.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer was found leaking during testing. There were no reported adverse effects.